Event description:
It was reported that the patient felt symptomatic and received inappropriate therapy from the device for an episode of atrial fibrillation (af) with rapid ventricular response (rvr). The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 419688 implantable pacing lead (B)(6) 2011; 407652 implantable pacing lead (B)(6) 2011. (B)(4).